Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted (lot no. He01301) for female sterilisation. The patient had a medical history of smoker, ovarian cyst nos, vulval candida, acute vaginitis, abnormal uterine bleeding, abortion (2), broken leg, hsv infection, adhd, sexual abuse, physical abuse, bipolar disorder, postpartum depression, parity 2 and multi gravida. Previously administered products included: vyvanse for add, nexplanon for contraception and fluoxetine, ultram ER, silvadene and depo provera. Past adverse reactions to the above products included: nausea with ultram ER and rash with silvadene. The patient had a family history of cardiac arrest and cardiac pacemaker insertion. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 272 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (hysteroscopy myosure, novasurelaparoscopy bilateral salpingectomies removal of essuredevices). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.547 kg/sqm. [Pathology test] on (B)(6) 2018: surgical pathology report clinical information: desires removal of essure device, abnormal uterine bleeding. Final diagnosis: uterus, polypectomy: high grade squamous intraepithelial lesion (hsil/cin 2) in one fragment of cervical transformation zone. Fragments of benign endocervical polyp. Fragments of benign secretory endometrium. Fallopian tubes, bilateral salpingectomy: benign fallopian tubes with paratubal cysts. Gross description: each tube containing coiled wire. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-dec-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted (lot no. He01301) for female sterilisation. The patient had a medical history of smoker, ovarian cyst nos, vulval candida, acute vaginitis, abnormal uterine bleeding, abortion (2), broken leg, hsv infection, adhd, sexual abuse, physical abuse, bipolar disorder, postpartum depression, parity 2 and multi gravida. Previously administered products included: vyvanse for add, nexplanon for contraception and fluoxetine, ultram ER, silvadene and depo provera. Past adverse reactions to the above products included: nausea with ultram ER and rash with silvadene. The patient had a family history of cardiac arrest and cardiac pacemaker insertion. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 272 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (hysteroscopy myosure, novasurelaparoscopy bilateral salpingectomies removal of essuredevices). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.547 kg/sqm. [Pathology test] on (B)(6) 2018: surgical pathology report clinical information: desires removal of essure device, abnormal uterine bleeding. Final diagnosis: uterus, polypectomy: high grade squamous intraepithelial lesion (hsil/cin 2) in one fragment of cervical transformation zone. -fragments of benign endocervical polyp. - fragments of benign secretory endometrium. Fallopian tubes, bilateral salpingectomy: benign fallopian tubes with paratubal cysts. Gross description: each tube containing coiled wire. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.